Event description:
Pt had undergone a diagnostic cardiac cath followed by a stent placement prior to admission to the hospital. Pt underwent a second diagnostic cardiac cath procedure with the cardiologist attempting closure of the 6 fr arteriotomy site with a 9 fr pvs device. The device achieved good marking and needle/suture deployment was successful. After securing the square knot, a suture broke. The cardiologist could not recall whether he was using too much force to pull the sutures tight. The cardiologist lost hemostasis and could not regain it. He inserted an 11 fr sheath, but could not obtain hemostasis. The pt went to surgery for vascular repair. The pt did fine was discharged to home. The vascular surgeon found a superficial linear arterial tear/laceration between the interventional site and the diagnostic site. It was not apparent to the surgeon whether the tear was from the pvs procedure or the previous diagnostic site. The instructions for use (IFU) clearly state that the 9 fr pvs device is designed for use in pts with an 8 to 9fr access site. Use in a pt with a 6 fr access site could lead to enlargement of the access site and may have led to the tear in the artery. Upsizing to an 11 fr sheath at that point could have further enlarged the site and may have led to further tearing of the artery. The pvs device is not designed to close linear tears. Poor pt selection criteria probably contributed to the event.